Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime/a33 test. However, the device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a scratched display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed for a motor error. The blood glucose reading was not given. Nothing further was reported.